Event description:
A (B)(6) female pt called zoll customer support to report that her monitor displayed a service code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon evaluation the negative lead of high-voltage capacitor c22 was broken free from the pad on the monitor defibrillator board, which caused resistor r to open. This resulted in the service code 102. The root cause for the broken c22 capacitor lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.